Event description:
"Type ia endoleak was found in post-op CT before patient was discharged. Consulted with terumo aortic rep to review. Currently leak looks small and contained. Current plan is to monitor patient and bring back for 1-month CT to evaluate leak and determine next steps." Patient outcome: "currently no patient symptoms despite radiologic indication of type ia. Given the minor nature of the leak current plan is to bring patient back at 1 month and reevaluate."

Event description:
"Type ia endoleak was found in post-op CT before patient was discharged. Consulted with terumo aortic rep to review. Currently leak looks small and contained. Current plan is to monitor patient and bring back for 1-month CT to evaluate leak and determine next steps." Patient outcome: "currently no patient symptoms despite radiologic indication of type ia. Given the minor nature of the leak current plan is to bring patient back at 1 month and reevaluate."